Manufacturer narrative:
The biomedical engineer (bme) reported that 8 zm transmitters suddenly showed communication loss at both the cns and rns. The customer checked the following: connection from teles to org - no damaged cables or missing connections. Checked the error lights on all orgs, no error leds were noticed. Checked the port from the teles to the orgs all were good. Power cycling the org restored communication to the segment and all 8 zm devices were showing on the cns with no comm loss. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were used in conjunction with the org: cns devices: model #: ni, sn #: ni, device manufacturer date: ni, unique identifier (UDI) #: ni. Rns devices: model #: ni, sn #: ni, device manufacturer date: ni, unique identifier (UDI) #: ni. Transmitters (tele devices): model #: zm-531, sn #: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that 8 zm transmitters suddenly showed communication loss at both the cns and rns. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that 8 zm transmitters suddenly showed communication loss at both the cns and rns. The customer checked the following: connection from teles to org - no damaged cables or missing connections. Checked the error lights on all orgs, no error leds were noticed. Checked the port from the teles to the orgs all were good. Power cycling the org restored communication to the segment and all 8 zm devices were showing on the cns with no comm loss. No patient harm was reported. Details of complaint: the customer reported that 8 tele devices had comm loss, that all 8 zm-531 devices on a segment suddenly showed comm loss at both the cns and rns. Customer had checked the following: connection from teles to org - no damaged cables or missing connections. Checked the error lights on all the orgs, no error leds were noticed. Checked the port from the teles to the orgs all good. No harm or injury has been reported on the patient. Nk assisted in troubleshooting. After power recycling, org was able to restore the communication to segment and all 8zm devices showed on cns without communication loss. This resolved the reported issue. Risk assessment: as documented in the quality complaint investigations work instruction, with document ID: (B)(4), · severity of the issue: moderate o rationale: communication loss on org causes communication loss on cns as well as tele devices. Central nursing station (cns) can impact patient monitoring on telemetry devices, however patients not on telemetry devices are being monitored on bsm's without any issue. During such communication on telemetry devices, a corresponding message is displayed on the cns to alert clinicians of the issue. The telemetry transmitter device also displays compressed waveform and numeric data of the latest 10 minutes. If there are no alternate means of monitoring, there would be a possible loss of patient monitoring. O zm-520 series' intended use: to transmit ECG and respiration from a patient to a nihon kohden monitor for continuous monitoring. The lcd also displays ECG, numeric values of monitoring parameters, messages, and battery condition. Device also display compressed waveform and numeric data of the latest 10 minutes. O zm-530 series intended use: to transmit ECG, respiration, and pulse waveforms and spo2 from a patient to a nihon kohden monitor for continuous monitoring. The front lcd displays ECG (or pulse wave), numeric values of monitoring parameters, messages and battery condition. Device also displays compressed waveform and numeric data of the latest 10 minutes. O zm-540 series' intended use: to transmit ECG, respiration and pulse waveforms, spo2 and nibp data from a patient to a nihon kohden monitor for continuous monitoring. The front lcd displays ECG (or pulse wave), numeric values of monitoring parameters, nibp measuring mode and interval, messages and battery condition. Device also displays compressed waveform and numeric data of the latest 10 minutes. · probability of the issue: remote o rationale: the probability of this issue re-occurring is derived from c4c data. Data was pulled on august 05, 2020. Out of 40238 records, 44 similar issues have been reported. (B)(4). According to the table, the risk priority of the issue is categorized as: medium root cause of the issue was identified to be customer environmental factors. The customer reported that all 8 tele devices on a segment suddenly showed comm loss at both the cns and rns. No harm or injury on the patient has been reported. If the reported malfunction were to recur and the org became nonfunctional while monitoring patients, the reported event would likely cause or contribute to death or serious injury, should a patient event be missed. Investigation results: root cause of the issue was identified to be customer environmental factors. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the model #: ni. Sn #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Rns devices: model #: ni. Sn #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Transmitters (tele devices): model #: zm-531. Sn #: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that 8 zm transmitters suddenly showed communication loss at both the cns and rns. No patient harm was reported.